Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was found on a minicap prior to use. The pm was described as foreign material and was found on the white cap (not further described). When found, the nurse replaced the device with a new one to continue the treatment. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information. One (1) actual sample was received for evaluation. The reported condition of particulate matter was not verified after visual inspection was performed. However, an additional defect was identified during the inspection that a damage was visible on the external surface of the cap below the finger grip on each side of the cap. A small piece of the minicap material was raised from the surface of the cap where the damage occurred on one side of the cap. There are scuff marks on the cap where the damage occurred. The direct cause of the event was determined to be manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.